Event description:
It was reported that during the left knee joint lateral collateral ligament stop-point repair surgery, the surgeon used the twinfix ultra. After pulling out the anchor handle, the surgeon found that the front iron sheet was missing. The broken piece (iron sheet) may be still in the patient, but cannot find it in patient under x-ray check. There was a backup device available to complete the procedure.

Manufacturer narrative:
One 4.5mm twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the device confirmed the anchor is not aligned properly on the inserter shaft. No sutures remains on the inserter or anchor and were not returned for examination. The anchor is cracked, bent and heavily burnished. Removal of the anchor from the inserter confirmed one of the two inserter tines is missing the other tine is bent. The missing tine could not be located within the anchor. The condition of the device indicates it was subjected to excessive force during insertion. . A two-finger ao technique should be used to insert the anchor". Further investigation is not warranted at this time.

Manufacturer narrative:
Product code corrected.